Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 3888-56, lot # va01k6r, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # va019cx, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # va04hzh, implanted: (B)(6) 2012, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that the patient had a revision at the end of (B)(6) 2013.